Event description:
It was reported that the patient underwent a revision surgery on (B)(6) 2021 due to an alleged infection. During the revision surgery, dr. (B)(6) revised the tibial poly spacer, tibial hinge component, and resurfacing femur axial pin. Dr. (B)(6) performed a washout. The following implants remain implanted from the patient's original surgery on (B)(6) 2021: resurfacing femur, canal-filling stem extension (18x140mm), tibial baseplate, and canal-filling stem extension (18x100mm). No additional information regarding this adverse event has been provided.

Manufacturer narrative:
The investigation is in process. When the investigation is complete, a supplemental MDR will be submitted accordingly. Multiple mdrs were submitted for this event: #3013450937-2022-00023, #3013450937-2022-00024, #3013450937-2022-00025, #3013450937-2022-00026, #3013450937-2022-00027, #3013450937-2022-00028.

Manufacturer narrative:
This report is being submitted to include additional information. The investigation is complete. The device was not returned for evaluation. The root cause of the alleged infection could not be determined. The device history records and sterilization batch records were reviewed and no issues during manufacturing or sterilization were identified that would have contributed to this complaint. If any additional information is obtained, a supplemental MDR will be filed accordingly. The following sections were updated: h3: device evaluated by manufacturer updated to no. H6: type of investigation code updated to 3331: analysis of production records, 4111: communication/interviews, 4110: trend analysis, 4114: device not returned, 4117: device not accessible for testing, 4109: historical data analysis. H6: investigation findings code updated to 213: no device problem found. H6: investigation conclusions code updated to 4315: cause not established. The following mdrs were also submitted for this patient: 3013450937-2021-00117, 3013450937-2021-00118, 3013450937-2021-00119, 3013450937-2021-00120, 3013450937-2021-00121, 3013450937-2021-00122, 3013450937-2021-00123.

Event description:
It was reported that the patient underwent a revision surgeryon (B)(6) 2021 due to an alleged infection. During the revision surgery, dr. Woolwine revised the tibial poly spacer, tibial hinge component, and resurfacing femur axial pin. Dr. Woolwine performed a washout. The following implants remain implanted from the patient's original surgeryon (B)(6) 2021: resurfacing femur, canal-filling stem extension (16x140mm), tibial baseplate, and canal-filling stem extension (14x100mm). No additional information regarding this adverse event has been provided.